Manufacturer narrative:
H.6 investigation summary this memo is to summarize findings on your complaint related to bottle gram safranin 250ml, catalog number 212531, batch 2215261, complaint # (B)(4) for performance issues. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record (bhr). All qc release testing including solution appearance, and cultural response with those organisms specified on the bd certificate of analysis was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time, there has been no other complaints received on this product for this type of defect. A return sample was received for this complaint. Without further information, bd is not able to perform any testing on the return sample. Three photos were also received for this complaint. One photo shows a slide of results. The other two photos show what appears to be the three bottles in a gram stain kit. You can see the bottle of gram safranin lot 2215261, decolorizer, lot 2300315, and iodine, lot 2335373. One photo also shows a bottle of gram crystal violet, lot 2347452. The customer has stated that they are getting gram positive results when it is a known gram negative organism or getting a gram negative result when the organism is a known gram positive. The bd qc lab had made a request for more information, but the information was not provided. This complaint cannot be confirmed. There is no further investigation at this time. Bd will continue to monitor trends on performance complaints.

Event description:
It was reported that during use with the bd bbl¿ gram safranin, four false results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer received 4 blood cultures that were reported as gram positive rods but should have been gram negative rods. Gram stains performed manually. Occurs "most often in positive blood culture smears but have noticed inconsistencies in other culture types, ie: urine, sputum". Results determined to be discrepant by gnr growing in culture and ID on phoenix.

Manufacturer narrative:
E1. Initial reporter phone number: alternate phone number was provided: +1(320)634-2236h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd bbl¿ gram safranin, four false results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer received 4 blood cultures that were reported as gram positive rods but should have been gram negative rods gram stains performed manually occurs "most often in positive blood culture smears but have noticed inconsistencies in other culture types, ie: urine, sputum" results determined to be discrepant by gnr growing in culture and ID on phoenix.